Event description:
The ventilation circuit contained an additional vent cap that was in the elbow of the tubing. The elbow contained a vent cap and an extra one was embedded inside the elbow. However, it is unclear whether the end-cap was from the ventilation circuit packaging (ref#: vm96dlex2l) or from the mask and filter packaging (ref#: vmpkma). Both contain elbows with vent caps.it was not noticed until the crna noticed difficulty venting the patient.======================manufacturer response for ultipor anesthesia breathing circuit (adult), pall medical (per site reporter).======================pall medical rep made aware. We are awaiting response from manufacturer.====================== manufacturer response for ultipor mask and filter, pall medical (per site reporter).======================pall medical rep made aware. We are awaiting their response.